Event description:
After placing the second tie on distal end of shunt valve, a leak was noted per the surgeon. After assessing the leak the shunt valve was removed and another device put in its place. Tiny hole seen in catheter section of valve. MFR ref# 1226348-2004-00287.